Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 and d10. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 (health effect - clinical code). H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed screw was broken from the threaded body. Only screw head was returned for review. The screw head remains stuck on the mating device. Signs of usage and normal wear which could have been a result of implantation and explantation. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the lcp 3.5 9ho l124 ti would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device product code: 413.020-15. Lot number: 8816p85. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 15 dec 2023. Manufacturing site: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient treated for an open fracture of both bones of the right forearm with radio-humeral dislocation. An osteosynthesis procedure took place on (B)(6) 2025, with the placement of an lcp 3.5 plate. A surgical resumption, for significant bone defect, was performed on (B)(6) 2025, requiring the removal of the osteosynthesis material and the rest of an lcp 3.5 plate. During the repositioning of the new plate, at the time of extraction of a screw, the latter is blocked in the plate and in the bone of the patient. The plate had to be cut and the screw broken, with a piece left in the patient's bone. There is risk of infection and re-intervention. Procedure was completed successfully with no delay. The incident had no consequences for the patient. The postoperative check-up revealed no abnormalities related to the incident.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.